Event description:
It was reported a patient underwent a repair of perineal fissure on (B)(6) 2023 and suture was used. During the procedure, the suture broke. The patient underwent surgery for a perineal laceration, and the doctor used suture to intermittently suture the perineal muscle layer. Changed another one to complete the surgery. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/13/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following additional information was received: breakage suture. This case is from health authority. The patient underwent surgery for a perineal laceration, and the doctor used suture to intermittently suture the perineal muscle layer. Changed another one to complete the surgery. No additional information could be provided. Product complaint # (B)(4). Date sent to the FDA: 9/13/2023. Corrected information: b5 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Other information requested is unknown. Please clarify if the patient suffered from any other signs or consequences apart from the pain mention in event description due to the issue? Please provide more information. There was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? How long (in minutes) did the surgery prolong? What tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare® active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a repair of perineal fissure. On (B)(6) 2023 and suture was used. The needle broke when sewing in surgery . Changed another one to complete the surgery. Increased patient pain and waiting time . Additional information has been requested.